Event description:
It was reported via a journal article that during a cryoplasty procedure a vessel dissection occurred and was treated with a stent.

Manufacturer narrative:
Citation: maria t basco. Lower extremity limb salvage with cryoplasty: a single center cohort study. 2012 royal society of medicine press. Vascular, vol. 20 no. 1, pp. 36-41, 2012 device evaluated by manufacturer: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).